Manufacturer narrative:
Additional information added to d10, g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for sn (B)(6), was performed from (B)(6) 2019, to (B)(6) 2020, and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on/the keypad was not working. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on/the keypad was not working. There was no patient involvement.